Event description:
Through the programming history database review high impedance was identified on a vns patient's system. Follow up with the nurse indicated that no trauma occurred on the patient; the lead information is unknown. It was also reported that patient underwent a full revision on (B)(6) 2016. The new implanted lead info is also unknown. Further follow up indicated that the lead impedance was fine after the replacement surgery. It was also reported that after the observed high impedance and performing x-rays a lead break or scar/tissue was suspected as cause, so they decided to perform a complete vns system replacement (the generator was replaced prophylactically). No surgery documentation could be provided as the nurse was not present in the operating room.

Manufacturer narrative:
Evaluation, corrected data: the previously submitted MDR inadvertently provided the wrong codes.